Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s ilet displayed a "charge, low battery" message and would not power on after being placed on a non-ilet phone charger for several hours; the family had run out of cgm sensors, the customer discontinued ilet use, and transitioned to multiple daily injections, after which a replacement ilet charging pad and cable were arranged for shipment. Symptoms included no adverse clinical effects and no reported glycemic symptoms. Outcomes included no hospitalization, no medical intervention beyond switching to injections, and continued diabetes management on mdi. Investigation included customer interview and product-use troubleshooting focused on charging method and accessories. Investigation of this case revealed that the ilet was not charging due to use of an incompatible or nonfunctional charging accessory and the absence of the designated charging pad and cable, consistent with a device not charging condition without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use of an improper charger and lack of appropriate accessories.